Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Visual inspection revealed that the smooth side of the product is not easily distinguishable from the rough side. Therefore the reported issue was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a doctor was using vascu-gaurd and had difficulty determining the smooth side of the patch. This occurred during patient involvement. The reporter stated that both sides of the patch looked rough. There was no patient injury or medical intervention associated with this event. No additional information is available.